Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent heart surgery which was unrelated to the device. Upon interrogation, the shock impedance measurements were consistently in the 70 ohms range; however, there were two measurements which were greater than 125 ohms. It was suggested that the physician perform an xray and a defibrillation shock to check the lead prior to discharging the patient. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.